Event description:
My cat required emergency medical care and was transferred from my local vet to (B)(6) clinic. I told them that I had a severe latex allergy but they did not remove latex products from the area and continued to use latex gloves and possible a catheter on my cat throughout his 8 day stay and post-op visit. I've experienced hives, wheezing, asthma attacks and diarrhea during my cat's care.